Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the pump valve was not completely refilling, resulting in the device to stop working. A surgical procedure was performed to remove and replace all the components, and no additional patient complications were reported.